Event description:
It has been reported to philips that the system was down as x-ray was not possible due to a problem with the x-ray tube. The system was in clinical use at the time of event. The procedure was aborted and moved to another system. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray not possible. Tube issue. During troubleshooting, the fse found that geo calibrations lost and its created x-ray unavailable issue. Fse installed new gigabit switch and recalibrated all geometry calibrations, after installing new gigabit and recalibration the system was returned to use in good working order. The codes were updated based on the investigation outcome.